Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient exhibited twiddlers syndrome, causing migration of this pacemaker device and the right ventricular (rv) lead. This resulted in rv lead dislodgement and associated rv loss of capture. As a result, the pacemaker device and rv lead were surgically repositioned. As a countermeasure against twiddlers syndrome, an additional suture sleeve accessory was used, the pacemaker device and rv lead were fixed in place, and the procedure was completed without any problems. There were no additional adverse patient effects. Additional information was provided that when the boston scientific field representative subsequently went to check on the patient 13 days after the surgical repositioning procedure, they were informed that the patient passed away. It was noted that the patients condition had changed suddenly, and the physician commented that there was no relationship between their implanted products and the patients change in condition and subsequent death. Evidence is suggestive the products were buried with the patient.